Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a small scab over the device area and was instructed not to swim. However, the patient swam and the tissue became infected. Subsequently, surgical revision of the incision site was performed and the system remains in service. No additional adverse patient effects were reported. Further information was received that the previous attempt to revise the incision was not successful. The incision did not heal and infection and erosion were noted around the device. Subsequently, the s-ICD system was explanted. Further information was provided by the patient's family member that the lateral muscles of the chest were not developed enough to support the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This MDR was previously submitted as report # 9912058-2014-00081 on 09-25-2014 (on-time). This is a re-submission of the report under a valid manufacturer registration number for FDA processing into maude.